Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, attempted pump reset with guidance, but malfunction recurred, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, to enter pump settings and reconnect continuous glucose monitor to replacement pump, and to return malfunctioning pump using prepaid label within 10 days, all of which customer understood and acknowledged.